Event description:
A physician reported during an intraocular lens (iol) implant procedure, lens was failed to tack during surgery. No further information expected as reporter unwilling to provide additional information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).